Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via a phone call a blank display. Blood glucose at the time of incident was unknown. Father reported that there was nothing on the display. The customer removed the battery and waited to see if the display returns. The customer stated that the display did not return after inserting a replacement battery. Troubleshooting was not able to resolve the issue. The customer requested a replacement battery cap, because he display returned. The customer states the display returned after using a paperclip as a connector. The device will not be returned for analysis.